Manufacturer narrative:
This spontaneous case describes the occurrence of head injury ('coil was inserted in baby's head') in a male neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy." Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with head injury (seriousness criteria medically significant and intervention required). It was unknown whether any action was taken with essure. The neonate was treated with surgery (procedures on baby). At the time of the report, the head injury outcome was unknown. The reporter considered head injury to be related to essure. The reporter commented: the baby was fine but when baby was born the coil was inserted in his head due to which procedures done on baby. This spontaneous case describes the occurrence of head injury in a male child born to patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media device dislocation and pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of head injury ('coil was inserted in baby's head') in a male neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with head injury (seriousness criteria medically significant and intervention required). It was unknown whether any action was taken with essure. The neonate was treated with surgery (procedures on baby). At the time of the report, the head injury outcome was unknown. The reporter considered head injury to be related to essure. The reporter commented: the baby was fine but when baby was born the coil was inserted in his head due to which procedures done on baby. This spontaneous case describes the occurrence of head injury in a male child born to patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media device dislocation and pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.